Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the pb540 ventilator was displaying exhalation valve error message. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended turning off the alarms and calibration of the exhalation flow sensor. The customer reported that he isolated the cause of the malfunction to the alarms being set incorrectly as the pt uses a single limb circuit. The customer reported to have run the device for a 24 hour period without any further issues. The unit passed all tests. The unit is being returned to the pt. Covidien was not authorized to service the device.